Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported due to the clip being stuck in the chordae, and causing chordal/tissue damage during removal. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior leaflet flail. A xtw clip was attempted to grasp the valve, but became entangled in the chordae. While entangled, the gripper was no longer visible on imaging. The clip was able to be removed from the chordae, but chordal damage was suspected. The clip was then removed from the patient body. A replacement clip was used to complete the procedure, reducing the mr to grade 3-4.

Event description:
Subsequent to the previously filed report, additional information was received: imaging quality during the procedure was good. After removal of the clip from the patient body, the gripper was observed to be bent.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty removing the clip from anatomy appears to be due to procedural conditions. The reported material deformation and poor imaging are cascading events of the difficulty removing the clip from anatomy. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. Additionally, the reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.d6: implant date removed.